Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention and return products. Retention and return devices were tested in-house donors hcg negative urine samples, all results were negative at read time and met qc specification. No false positives were obtained. Mfg batch record review did not uncover any abnormalities. Recommend end-user follow pi procedures. Root cause could not be determined from the information provided.

Event description:
It was reported that on an unspecified date, the customer received multiple false positive results on the alere hcg cassette. The exact number is unknown. Lab quant tests were performed on an unspecified date and produced negative results. No further information was provided.